Event description:
A 3.5mm diameter by 12mm length s670 stent delivery system was inserted into an unknown coronary artery. It was reported that the stent dislodged from the delivery balloon. Details of the event are unknown. Unable to determine the cause of the stent dislodgment. There is no further information available regarding this event.